Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (healthcare provider, manufacturer representative) regarding a patient who was receiving baclofen via an implantable pump for unknown indications for use. It was reported that the healthcare provider (hcp) reported seeing a motor stall at refill. The logs showed the pump had stalled on (B)(6) 2021 which is also when the patient had a magnetic resonance imaging (MRI). The company representative (rep) did not think pump had been read since. Reviewed the pump being in telemetry mode and that normal residual volume will help confirm this. Additional information was received from the company representative who reported that the telemetry mode motor stall recovered and the pump was now functioning. The issue was resolved. The patient's weight was (B)(6) pounds.